Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said when they got the paddle (understood as the surgical lead) implanted in the middle of their back, pt said it "totally screwed up their back". Pt said they had to do all kinds of physical therapy and their back hurt so bad. Pt then said after everything was removed in 2019 their back was noticeably better. Pt said their back would probably be messed up forever but was noticeably better.